Manufacturer narrative:
No additional information is available for this event yet. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection, it was observed that there was no image received with ltf-type vh scopes. Pins inside the video connector were found to be bent. No other issues were observed for the device. Main switch was up to date.

Event description:
As reported for this event, during an unknown procedure the device yielded color bars on the image and then the image went black. The device was connected to another tower. The image was received briefly before an error message e311 for white balance incomplete was observed and the image was then lost. There was no reported adverse impact to the patient. Physical damage to the socket connector pins was observed.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. It is possible that terminal buckling inside the scope-connector socket occurred in the following order: when inserting the scope connector into the scope connector socket of the device, a part of the scope connector tip was caught in the terminal inside the scope connector socket. The terminal inside the scope internal socket of the device was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. The instructions for use includes the following statements: connection of an endoscope. Confirm that the video connector of the videoscope are not damaged.